Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the plastic sleeve was detached from both ring and bag after bag/device was deployed and removed from patient. Plastic strip was visualized upon final inspection and clean up of abdomen. Plastic removed in one piece. No harm to patient occurred.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices. Visual investigation of the device noted that the metal ring was broken. The black shrink tube was stretched and broken on the ring. There was no plastic remnant on the metal ring. The ring deployed and retracted without difficulty. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the condition may occur if the bag is contacted with a sharp object during the application, or if the bag is caught on an obstruction during insertion or removal. Replication of the secondary broken ring condition may occur when an obstruction is introduced inside the metal ring. An obstruction can occur when an instrument, extraneous materials, or the cinched bag itself interferes with the retraction of the ring. In this case, the black shrink tube fails during retraction, but the black shrink tube remnant remains on the ring. The average force required to replicate condition has been measured at 14 lbs. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and reassessed at that time.